Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that error code # 1120 (assay calibration, curve fit error adjustment factor too low) was generated during calibration of the architect folate assay. There was no impact to pt management reported.